Manufacturer narrative:
In an effort to understand and accurately characterize bridgeport medical device involvement, bridgepoint medical sr. Clinical science specialist contacted dr. (B)(6) on (B)(4) 2012, he stated that he is uncertain if the bridgeport device exited the artery because of the acute bend he was trying to maneuver around or if it followed the track of the guidewire where there had been a wire perforation just a few mins prior with no contrast extravasation. Dr. (B)(6) confirmed that the pt is pain free, all tests performed (echo, EKG, ck isoenzymes) were either normal or negative and that the pt has suffered no adverse effects from the episode.

Event description:
A perforation to the mid lad coronary artery occurred during a procedure to reopen a cto lesion in the lad. Initially an unsuccessful attempt to cross the lesion was performed with an 0.014" guidewire loaded in a 1.5 balloon catheter, the balloon catheter was removed and the crossboss catheter was inserted. In an attempt to spin the crossboss around a sharp bend in the artery is when the perforation was noted. Dr. (B)(6) states that he is uncertain if the crossboss exited the artery because of the acute bend or if it followed the track of the guidewire where there had been a wire perforation just a few mins before with no contrast extravasation. The pt did complain of chest pain at the time but this was relieved when a balloon catheter was placed just proximal to the perforation and the balloon was inflated (total atm not reported). The heparin was reversed with protomine and the perforation was treated with balloon tamponade. Echocardiogram performed in the cath lab at the time of the adverse episode showed no effusion.